Event description:
During the implant of an occipital system following a trial ((B)(6)), invalid impedance measurements were observed on the patient's left lead. Multiple testing during the procedure yielded impedance issues with the lead. The physician elected to remove all implanted devices.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.